Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Additionally, the patient reported that they were sleeping and the alarm on the receiver woke them up with the cgm showing 68mg/dl. The patient drank juice and decreased the temp basil on their insulin pump. About a half hour later, the cgm reading dropped to 53mg/dl and then to 44mg/dl. The patient checked their blood glucose reading with a meter and it was 162mg/dl. No symptoms or medical intervention were reported. At the time of contact, the patient was doing well. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined. Reportedly, the patient calibrated during periods when cgm values were not present. Labeling indicates: don¿t calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.